Event description:
The manufacturer was contacted in reference to a customer complaint stating that during a service evaluation and disassembly process, an issue was identified with the humidifier base cable being burnt. The device was not in patient use. The device has been returned to the manufacturer and the investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported as, the manufacturer was contacted in reference to a customer complaint stating that during a service evaluation and disassembly process, an issue was identified with the humidifier base cable being burnt. The device was not in patient use. The device has been returned to the manufacturer and the investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, box b: adverse event or product problem (describe event or problem) as the manufacturer was contacted in reference to a customer complaint stating that during a service evaluation and disassembly process, an issue was identified with the humidifier base cable being burnt. The device was not in patient use. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.